Manufacturer narrative:
(B)(4). D10 ¿item number: unknown; lot #:unknown; item name: unknown tibia component. G2 ¿ foreign ¿ ireland. No product was returned or pictures provided; visual evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. Device is used for treatment. Medical records were not provided. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : device location is unknown.

Event description:
It was reported that the patient underwent revision surgery due to tibial loosening, which caused swelling of patient's knee. Attempts have been made and no further information has been provided.